Event description:
The physician performed an arteriotomy closure using the starclose device after a diagnostic procedure. The patient was not anticoagulated. Fluoroscopy was performed confirming the access site to be in a superficial common femoral artery (cfa), which was greater that five(5) millimeters; with no disease or calcification noted. There were no problems reported on insertion, deployment or device removal. Hemostasis was achieved with the device. The procedure was done on an outpatient basis and the patient was discharged home the same day with good pulses. The patient called her physician the next day and said her leg was cold. Her physician originally thought she might be in spasm and prescribed and unknown medication. The medication was unsuccessful and the patient was taken to surgery for a cut-down and arterial repair. The clip was reported to be intraluminal. The patient's current condition was not reported.

Manufacturer narrative:
The device was not returned for evaluation, however, the lot information was provided. The manufacturing records have been reviewed for this lot. No issues or discrepancies were found to be associated with this event.